Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, g7, h2, h6( type of investigation, component codes), h11. Corrected fields: e1- event site name due to character limitation in e1 for event site name, the full event site name is (B)(6) medical center. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Complaint record ID # (B)(4).

Manufacturer narrative:
Initial reporter occupation - manager. Additional initial reporter name/occupation -(B)(6). UDI # is incomplete as the lot #, manufacture date, exp. Date were not provided. This information was requested from the customer; however, despite our best efforts, no information has been received. If any pertinent information is received in the future, a supplemental report will be submitted. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that a fiber optic sensor failure occurred during intra-aortic balloon (iab) therapy. Troubleshooting aid was given to no avail. The fiber optic cable was coiled, secured, and labeled. There was no patient harm or adverse event reported.